Event description:
Largest degree problems started in february and continue till present. Feeling of heart attack, racing heart, shortness of breath, extreme degrade of vision, severe brain pain, upper neck burning pain, balance, tingling in my arms and legs and tongue, shaking, eye twitching, jaw involuntary movement, night sweats, under my eyes is black. Sleepiness so bad it's like someone drugged you. You can't keep your eyes open. (Whites of eyes are greyish-that started about 8 years ago). Been to emergency room I think 7 times in last 6 months. All my blood work showed fine expect delimer was high and scans didn't show blood clot in lungs or brain. Had every test you can imagine and looks healthy on blood works - doesn't reflect how sick I have been. I can't get better - no medication works. I've been on so many different inhalers and nebulizers, steroids, nothing gets me back to normal. Antibiotics nsaids reflux medication, singular so much. All to see if 1 symptoms went away. Prior to february I was never on any medication ever. Magnesium seems to be the only thing that actually reduces the brain pain to some degree. I've been tracking all symptoms I have recently on a chart to see what I can do to keep some at bay. My upper neck and sound between shoulder blades are on fire now I've had a brain and upper spine cat scn and shows nothing. But it's unbearable like it being attacked my something. Hosp gave my script for tylenol - this does nothing. Please contact me for copy of blood work. It's pages and pages from many different drs. Little symptoms started years ago and this year the flood gate opened, like all parts of my body are short circuiting is best way to describe it. Pricing next week for removed as soon as possible - breast implants. I was on so many for months trying to get my breathing back. None of them worked, only made it worse. I was in singulair, nebulizer, albuterol sulfate, antibiotics, breo, steroids, high doses of nsaids, pepcid, ventolin, spiriva,, omeprazole. Prior to this was never on anything ever. Eventually stopped all meds above because none did anything except singular and only worked for 2 days then I got even sicker. So once it's stopped by luck I tried magnesium and it actually took a huge chunk out of my brain pain. But still is there just not at 100 percent torture level. Magnesium seems to really help with brain pain and neck burning, but I'm afraid of toxicity so I take one full dose 3 days a week and then half dose 2 days in a row. The 2 days where I drop it down I feel severe neck burning pain again so I can't do it for too long at half dose. Only been doing this for about 2 weeks and only thing that controls the brain and spine burning to some degree. FDA safety report ID # (B)(4).